Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 180,002 joules of use, it was noted that the "aiming beam fires straight out of fiber." The fiber was exchanged and the procedure was completed with the second fiber at 180,027 joules of use. The tips of both fibers were cleaned during the procedure. Patient outcome: "no injury" reported.